Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the waist pack was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed controller pocket seam was damaged. As a result, the reported event was confirmed. Additionally, the viewing window was broken. This is an additional observation not related to the reported event. The most likely root cause for the damaged controller pocket and broken viewing window can be attributed, but not limited, to wear and/or due to the handling of the bag. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's waist pack was damaged with slight ripping and daily wear. The carrying case has been exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.